Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's ins was turned off for an MRI about one month ago. Following the MRI, therapy was turned on, but since that time the therapy has not been effective, and the urinary symptoms have returned. The patient met with the md on (B)(6) 2025. They made adjustments to therapy, and now the patient has been having trouble with bowel movements. The caller indicated that they attempted to contact a field rep but were not able to talk to anyone. The caller was not with the patient.